Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported cross checking with a known good main pcb (printed circuit board) and the suspect device was working satisfactorily. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), low ve (minute ventilation), low pip (peak inspiratory pressure), motor fault, and circuit disconnect alarms while using the vela ventilator. The customer cross checked with a known good flow sensor, exhalation valve body and exhalation diaphragm, but the issue was not resolved. The issue occurred during testing, and the customer reported no patient involvement associated with the event.